Manufacturer narrative:
On march 5, 2025, mentor received additional information regarding the patient's experience. It was clarified that the patient underwent surgical intervention for hardness and tightening of the left breast, post gunshot wound to the chest. During the release of the capsular contracture, it was noted that the left implant was ruptured but no implant was available at the time, so the implant was not removed. After the surgery, an MRI was performed and a lump was detected along with the ruptured implant. The patient underwent removal of the implants and biopsy. The implants were discarded. The results of the biopsy stated that there was no ductal carcinoma in-situ seen. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Event description:
It was reported that a patient underwent breast reconstruction revision with two 650cc mentor memorygel breast implants. Post-operatively, the patient experienced breast implant rupture on the left side, possibly after chest injury. It was also reported that the patient developed breast mass, possibly breast cancer. The mass was removed, at this time, the results of pathology /cytology report have not been provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both the left and right implant information were provided since it was not specified which device belonged to the left breast.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6883066 number, and no non-conformances were identified. Manufacturing date: nov/21/2014 expiration date: nov/21/2019. A manufacturing record evaluation was performed for the finished device 7580892 number, and no non-conformances were identified. Manufacturing date: may/04/2018 expiration date: may/03/2023. Reason for device explant and/or reoperation: breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 15, 2025, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, breast mass.

Manufacturer narrative:
On february 7, 2025, mentor received additional information that indicated that, on (B)(6) 2024, the patient actually underwent surgical intervention for left breast asymmetry and capsular contracture. The patient was reportedly shot by a gun to the chest prior, which resulted in the left breast looking slightly different than the right breast and was firm. During surgery, the left implant was identified to be ruptured, however, the surgeon decided not the explant the device at that time. Instead, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2025. The replacement devices were the following: (left) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 2011568 sn: (B)(6) and (right) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 2011568 sn: (B)(6).